Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user who performed the count on the single dose mini perhaps placed the count in the wrong pockets on the device's ui. A technical support specialist confirmed that it is impossible to prove since this has been alleviated on the customer's side, and they also resolved the discrepancy. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis anesthesia system had discrepancy reports issue, preventing users from accessing medication for a patient. The customer stated that the user tried to clear previous discrepancy reports, but these discrepancies persisted in the report, accompanied by glitches that caused count discrepancies. The issue arose after the space was recovered. There were 3 morphines in the mini drawer. After the physician conducted a blind count and confirmed 3, 1 was removed. However, instead of reflecting a deduction, the system indicated a final count of 4. Upon the technician's intervention to recover the drawer due to the malfunction, it was verified that the final count should have been 2. The malfunction occurred when a user attempted to issue medication to a patient, causing a delay in patient care. There were no adverse events or injuries reported based on this event.